Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door cannot be opened due to the dingus being in an incorrect position. Once the representative adjusted the dingus and the system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: bracket assy bi70000110 bot right dingus. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door of the imaging system could not open. There was no patient involved.